Event description:
Complainant alleged that while attempting to analyze a pt, the device inappropriately shut down. The medic continued to perform CPR manually. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received and this complaint is still under investigation.